Event description:
It was reported that during an ablation procedure with the intellanav stablepoint catheter there was insufficient irrigation flow. The device was replaced and the procedure was completed without any patient complications. The device has been returned to boston scientific for analysis.

Manufacturer narrative:
This device was returned to boston scientific. Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Electrical and continuity tests were performed, this device was found to be within specifications, no opens or shorts circuits were detected. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an ablation procedure with the intellanav stablepoint catheter there was insufficient irrigation flow. The device was replaced and the procedure was completed without any patient complications. The device has been returned to boston scientific for analysis.